Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had overfill. This was discovered during use. The following information was provided by the initial reporter: material no. 363083; batch no. 9184801. (7 of 9) it is reported that customer has experienced over filling of tubes. Original information: verbiage received, - we have received several blood samples for coagulation testing in the last few days that are over-filling. These samples must be rejected and a recollection ordered. They have been from all areas of the hospital, including our own opd. This tells me it is not a collection issue, but rather a vacuum issue with the tubes. They have all had the same lot number.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had overfill. This was discovered during use. The following information was provided by the initial reporter: material no. 363083, batch no. 9184801. (7 of 9). It is reported that customer has experienced over filling of tubes. Original information: verbiage received, - we have received several blood samples for coagulation testing in the last few days that are over-filling. These samples must be rejected and a recollection ordered. They have been from all areas of the hospital, including our own opd. This tells me it is not a collection issue, but rather a vacuum issue with the tubes. They have all had the same lot number.